Manufacturer narrative:
Unit received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm, communicate with test minilink and the glucose sensor simulator to confirm sensor error alarm due to a64 alarm.

Event description:
The customer reported via phone call that insulin pump alarmed sensor error and batteries depleted quickly. The customer¿s blood glucose was 76 mg/dl. The insulin pump will be returned for analysis.